Manufacturer narrative:
The complaint is not confirmed. The unit passed all testing during the evaluation. It was observed during evaluation that the unit is at v1. 10/33, the front bezel, top cover and bottom cover are damaged. There is no root cause since the complaint was not confirmed and the device was found to be functioning as intended.

Manufacturer narrative:
See attached.

Event description:
It was reported on 11/15/2022, by a sales representative via sems that an ar-6480 pump will spin rapidly, with alot of pressure. Case involvement, no patient effect.

Manufacturer narrative:
Additional information: h6. See attached.